Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low adc freestyle libre sensor scan result when compared to a reading obtained on the built-in reader. Customer experienced "feeling drunk, dizzy, and drugged" and experienced a loss of consciousness. An ambulance was called and transported the customer to a hospital, where an unspecified laboratory result was obtained and he/she was diagnosed with hyperglycemia and treated with "glucose injection", 1000ml intravenous fluids, and fast-acting insulin. The following readings were reported by the customer, however it is unknown when these readings were obtained in relation to the reported medical event: 2.5 mmol/l (sensor) compared to 30 mmol/l (built-in reader). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Customer reported receiving a low adc freestyle libre sensor scan result when compared to a reading obtained on the built-in reader. Customer experienced "feeling drunk, dizzy, and drugged" and experienced a loss of consciousness. An ambulance was called and transported the customer to a hospital, where an unspecified laboratory result was obtained and he/she was diagnosed with hyperglycemia and treated with "glucose injection", 1000ml intravenous fluids, and fast-acting insulin. The following readings were reported by the customer, however it is unknown when these readings were obtained in relation to the reported medical event: 2.5 mmol/l (sensor) compared to 30 mmol/l (built-in reader). There was no report of death or permanent impairment associated with this event.